Manufacturer narrative:
The device was not returned to zoll medical corporation; customer was contacted and indicated the lithium battery on the system board was replaced. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 16 years old from date of manufacture. Customer indicated no product will be returned to zoll. Device has been placed back into service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.